Event description:
Ous MDR - it was intended to treat a calcified lesion in a lad. The orsiro was inflated but the stent location could not be confirmed by angiographic material. After withdrawal, it was detected that the stent was still on the balloon.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the stent balloon is well folded and shows no signs of inflation. Further analysis revealed that the stent is slightly displaced and deformed at its distal end. A stent deployment could not be confirmed. During functional testing the stent balloon could be successfully inflated at np without irregularities. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.